Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced near syncope. The right atrial (ra) and right ventricular (rv) leads both dislodged. The patient is scheduled for repositioning of the leads. The leads remain in use. No further patient complications have been reported as a result of this event.